Event description:
Pump overdelivered an insulin solution. The pump was programmed to infuse at 5ml/hr to deliver the 100 ml (conc. 1u/ml) insulin solution. After two hours the IV bag was found empty and the pump was displaying a volume delivered of 93cc. It was reported that "medical intervention prevented a poor pt outcome" however the specific intervention was not reported.

Manufacturer narrative:
Evaluation summary: the infusion pump was evaluated by co. Flow accuracy testing was performed on both pump channels at 125 ml/hr for one hour and 10 ml/hr for two hours. The addition, both cannels were tested at 5ml/hr for tewenty-four hours. All of the accuracy results were within specification. The infusion pump was returned to the hospital.